Event description:
It was reported that a patient's blood glucose levels (bg) reached 330 mg/dl, while wearing the pod between 1 and 4 hours. When it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The device was received deployed and observed the external soft cannula was shortened. It could not be determined the timing and cause of this damage. During fluid path testing, fluid was unable to flow through the complete fluid path due to the damaged external soft cannula. No other damages were observed to the device during investigation. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.